Event description:
The customer reported via phone call that their insulin pump was entirely blank. The customer also reported a battery out limit alarm occurring after replacing the battery. The customer's blood glucose was unknown. The customer was advised the alarm may be caused by a loose battery cap. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.